Event description:
It was reported that during interrogation the programmer incurred an error. Running the service disk did not resolve the issue. The representative will re-install the current software release onto the programmer to correct the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.